Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced left and right leg claudication. The target lesion being treated was located in the mid left common iliac artery (cia). The lesion was 70% stenosed, 9mm in diameter and 28mm long which was classified as a tasc b lesion. The lesion was treated with predilation and placement of a 9x61mm epic study stent. Post dilation was performed. Residual stenosis was 5%. The patient was discharged 1 day later on aspirin therapy. In (B)(6) 2012, the patient was admitted for pre-hydration prior to an elective peripheral angiogram. The patient underwent peripheral angiography which revealed a patent right cia stent with moderate left cia and severe left external iliac artery (eia) stenosis. Right popliteal artery was occluded. The eia was treated with balloon angioplasty. Residual stenosis was 30%. The patient was discharged 2 days later on aspirin and clopidogrel. Five days post discharge the patient returned with claudication in both lower extremities. The patient reported ","worse in right compared to left side, but left side pain improved since angioplasty last week." The chronically occluded right popliteal artery was treated with angioplasty.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).